Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the pacer's amplitude dropped with every increment of the rapid atrial pacing and it was attributed to the main printed circuit board being out of specification in an electrical manner. The electrical and mechanical parts were inspected. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's amplitude dropped with every increment of the rapid atrial pacing (rap). As the rap frequency was increased the output dropped. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit. The unit powered on with no anomalies. It was then run on the automated test console. The unit failed tests for rapid rate atrial and ventricular cross pace. The unit was tested on a bench with an oscilloscope. Excessive cross pacing energy for ventricular cross pacing was observed, inaccurate atrial pacing pulse was observed. No errors were found in the logs. Conclusion: the customer complaint was confirmed for faulty atrial output. The main board was out of specification electrical. The atrial output was observed to be faulty, and ventricular cross pacing was observed to be failing for excessive cross pacing energy. If information is provided in the future, a supplemental report will be issued.